Event description:
I had a st jude medical dual lead pacemaker implanted on (B)(6) 2008. Immediately after surgery, I felt a burning sensation at the implant site. The burning progressively worsened. I was hospitalized after 4 weeks where various tests were run. A skin patch test to detect titanium allergy came back negative. At 6 weeks post op, I insisted the device be removed and replaced. On (B)(6) 2008 I was admitted once again to st john hosp, detroit. Upon opening my chest, the electrophysiologist discovered both leads were severly corroded. He stated they appeared to have been in my chest for years, not 6 weeks. The leads were manufactured by st jude medical. The model numbers were 1888tc/52 - (B)(4) and 1888tc/46 - (B)(4). No further issues have arisen since second implant that I am aware of. Dates of use: 6 weeks, (B)(6) 2008 - (B)(6) 2008. Diagnosis: #1: sick sinus syndrome. #2: atrial fibrilation. Event reappeared after reintroduction: #1: no. #2: no.